Event description:
It was reported by provider that if you tap the sip puff the unknown model power chair will drive on its own. (B)(6) states the chair is from year 1989 and no parts are available to repair the chair.